Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis found insulation damage at 26. Cm to 26.9 cm from connector pin. Outer coil damage was noted at 26.0 cm to 26.3 cm from the connector pin. The damage was consistent with that occurring due to clavicle crush. (B)(6).

Event description:
This report is to advise of an event observed during analysis.